Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after inserting a tampon she realized that part of the pledget was in the plastic applicator and the other half of the pledget was inside her vaginal cavity. She manually removed the piece of tampon pledget from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.